Event description:
The pt performed a blood glucose test using the suspect device and obtained a result of 175 mg/dl. Pt was sweaty, disoriented and then passed out. Family member took pt to the hosp. A hosp meter result was 45 mg/dl. Pt was treated with a glucose IV and fed a sandwich. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.